Event description:
Caller alleged discrepant low inratio inr result in comparison to an alternate point of care (poc) inr result. Results are as follows: date: (B)(6) 2014; inratio inr: 2.0; poc inr: 5.7; therapeutic range: 2.0-3.0. The time between testing was thirty (30) minutes. There was no reported adverse pt sequela. There was no add'l info provided.

Manufacturer narrative:
Investigation pending.